Event description:
It was reported on (B)(6) 2022, a 31mm amplatzer amulet was implanted without any complications. Following procedure on the same day, the patient complained of chest pain. An echocardiogram (echo) was performed and pericardial effusion was reported and led to a cardiac tamponade. Fluid was drained percutaneously at bedside. The fluid was successfully removed and the patient was reported to be in stable condition. The cause of the pericardial effusion was unknown. The patient was discharged on (B)(6) 2022 without and further complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.